Manufacturer narrative:
Corrected section b2 (outcome attributed to adverse event), g1 (manufacturer contact office or compounding outsourcing facility ea). Added information to section d9 (date returned to manufacturer), h6 (device code), h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). H3: product evaluation: per product evaluation, customer report of stiffness in the catheter material was unable to be confirmed through visual observations. As received, balloon was found to be ruptured in the central area. Edges at the ruptured region were uneven and did not appear to match up. Note that rc2012 model is a cardioplegia catheter with semi-rigid curved stylet which includes within the catheter body a wire stiffening. Wire appears to be intact. It was unable to determine if edges of rupture sites matched in the as received condition. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found to the device. Customer photos provided were consistent with lab findings; however, pouch was not returned. H11: additional manufacturer narrative: the instruction for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device history record (DHR) for this lot confirmed there were no nonconformances or deviations. Lots of the tubing were reviewed and there were no nonconformances identified during incoming inspection. The device history record for the rc balloon was reviewed and confirmed there were no nonconformances or deviations associated with this lot. Per the investigation at the supplier, it was confirmed that there have been no relevant process changes for either the rc balloon dipping process or the rc catheter assembly process that would result in this failure mode. Supplier concluded that this failure mode is unconfirmed and there is no evidence of a change that would impact the stiffness of the cannula material. Based on the information available, the complaint of "unexpected increase in stiffness in the catheter material" was not confirmed with evaluation. As per information received from the supplier, there were no changes to the material used and no changes/deviations associated with the sterilization technique. Due to limited information available for the reported incident, a definitive root cause cannot be conclusively determined. As for the burst balloon, this can sometimes happen when the balloon is introduced to a heat source or popped by a needle during repair. As despite due diligent attempts, no additional details from the customer were provided post evaluation, a definitive root cause for the balloon rupture cannot be conclusively determined at this time. An edwards/supplier defect has not been confirmed.

Event description:
Edwards received notification from switzerland that during a sternotomy operation, while the patient was receiving retrograde cardioplegia via the coronary sinus, the coronary sinus was torn during the use of a rc2012 retrograde cannula 12 fr x 32 cm. According to the surgeon, the injury might have been caused by what they perceived as an unexpected increase in stiffness in the catheter material, either on the protective balloon or the tip of the cannula, which led him to inadvertently cause the injury. Consequently, the surgeon had to repair the coronary sinus with fine sutures, with consequent bleeding. The repair was successfully performed during cardiopulmonary pump support, with no adverse effects on the patient. According to the surgeon, who has many years of experience using these devices and has not changed their usage method, the cannulae are briefly dipped in warm nacl just before use.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.